Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The cause of the customer reported problem was the faulty downstream occlusion (dso) sensor and latch lock flex sensor. The pump was in good physical condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device's latch was having issues and kept displaying a downstream occlusion message. There was unknown patient involvement, and unknown signs or symptoms experienced.